Manufacturer narrative:
E1: initial reporter address: (B)(6). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pressure pod of a prismaflex st150 set was observed to be ruptured and leaked blood during continuous renal replacement therapy, which caused self test failure alarms on the prismaflex machine. Treatment was discontinued and the blood was returned to the patient. There was no report of medical intervention associated with this event. No additional information is available.